Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2013, the patient was implanted with a bifurcated stent graft and an infrarenal stent graft extension to treat an abdominal aortic aneurysm. On (B)(6) 2018, endologix was made aware of a type 3a endoleak with sac growth. On (B)(6) 2018 the patient report abdominal pain. A type 3a endoleak with sac growth was discovered. The physician elected to implant a non-endologix stent to resolve this event. The patient was reported as doing well and there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of a type 3a endoleak with implant separation. The type 3a endoleak with implant separation was most likely user related due to the oversized cuff size use (off - label). A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiia endoleak. The root causes have been identified as; patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; patient conditions including disease progression or anatomical changes post implant; off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type iiia endoleak events; sizing guidance and instructions were updated in the IFU and released on 06/17/2015, field training was completed by 08/03/2015. Since the corrective actions were implemented the type iiia events have been reduced significantly and are well within the acceptable range per our risk assessment. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
At the completion of the clinical assessment on (B)(6) 2018, clinical was able to find substantial evidence to support the following additional findings of implant separation and stent cage dilation (3b endoleak) of the cuff (suprarenal extension). A separate MDR will be filed for the this stent cage dilation (3b endoleak) of the cuff (suprarenal extension). This report will be for the bifurcated stent graft only.